Event description:
Customer reported she experienced low blood glucose. Customer stated that the infusion set was inserted incorrectly. Her blood glucose value dropped to 31 mg/dl after she changed the infusion set. Customer stated that she had bloused for dinner and the insulin hit her before her food digested. Customer's son was there and helped her because she becoming unconscious. She was treated with glucose tablets. Customer stated that a similar situation happened on (B)(6) 2015. Her blood glucose was 61 mg/dl and treated with glucose tablets. Customer also reported that on (B)(6) 2015, she had blood at the infusion site. Cannulas are not bent when she removes her infusion set. Customer stated that she is recently experiencing highs at night. The insulin pump settings are correct. Customer stated that the basal rates were reduced the last time she changed the infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.